Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the unit halts after partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the unit halts after partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during initial testing of the device. However, the device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. The customer declined repair of the device. The device was scrapped at zoll as requested. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.